Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. An evaluation was performed with the following results: device was received in its original packaging, the tip was used, there was tissue debris in the active tip, few scratches were visible on the ceramic, shaft was snapped and distorted. Procedural residue was visible in the suction tube; the suction valve was received in the closed position. No other anomalies could be observed on the device. The device failed the return continuity electrical testing as well as the flow rate test before and post activation. Please note that the broken shaft will cause both continuity and suction issues. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The flow rate test was repeated and still failed to reach the minimum specification. The handle halves were opened to inspect the internals. Visual inspection recorded a small amount of saline ingress on printed circuit board (pcb) tracks and sw3, sw5 button switch. Pcb glue coverage was good. The device passed electrical but not functional test, failing to reach the minimum flow rate. The suction failure was further investigated by subjecting the device to both positive and negative pressure. The combination of these tests was unsuccessful in clearing the blockage. The blockage was likely caused by a buildup of tissue debris at the distal end of the device. The customers issue with the active tip of tripolar electrode permanently active could not be replicated. Since this was not accomplished, the complaint cannot be substantiated. The overall complaint was not confirmed as the observed condition of vapr tripolar 90 suction elect would have not contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. As per the instructions for use, do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. Additionally, electrodes will wear from normal use, depending on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device u2506014, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during a subcromial decompression surgery, after activation of the vapr electrode (yellow button), the active tip of the tripolar electrode was permanent active. It was not possible to power off/switch off active tip. The surgery was completed with another electrode. No patient impact or surgical delay has been reported. All available information has been disclosed. Report 2 of 2 for (B)(4).